Event description:
It was reported that noise was noted on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD). No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.